Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a scope communicating error (error code e216). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the circuit board in the endoscope connector and the electrical contacts may have had anomalies, leading to the subject event. The probable cause of anomaly is external stress of bumping or else during handling of the device, applying irregular load to the internal circuit board to be broken since looseness of the angulation fixing section of the control section and scratches and chipping on the video connector were generated. The event can be detected/prevented by following the instructions for use which state: instructions for ltf-s190-5 opeation manual chapter 3, "preparation and inspection" section 3.8, "inspection of the endoscopic system", "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.